Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. Medical records were provided and reviewed. The investigation is confirmed for a tilted filter as the apex was embedded in the inferior vena cava wall. The investigation is confirmed for difficult to remove as an unsuccessful retrieval attempt was made using multiple devices. The root cause of the unsuccessful filter retrieval attempt was because the apex was embedded in the ivc wall. It is unknown how the filter became tilted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable to unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that during a scheduled filter retrieval post seven months filter deployment, the filter apex was reported to be embedded in the ivc wall. Multiple devices and a secondary access site were obtained in attempt to capture and retrieve the filter unsuccessfully. The filter remains implanted, the procedure was concluded after two hours of attempting to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide additional patient information (weight), which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available.